Event description:
The customer reported that the device displayed a "shutting down now" message and that the power pca was at fault. There was no report of any patient involvement. They reported this as an "out of box" failure.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.